Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the target lesion was highly calcified. An attempt was made to deliver the 3.5 x 18 mm xience v stent delivery system (sds), but it failed to cross. Additionally during the crossing attempt excessive force was used and the hypotube separated. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis of the device revealed that the sds was returned with blood on the balloon. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There were three bent struts in the first row of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 5cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was stretched and jagged at the separation. There was no other damaged noted to the sds. There was no damage noted to the sds. There was no damage noted to the inner member or tip. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met mfg criteria. Product performance engineering reviewed the incident info and the returned product analysis. The inability to cross a lesion can be affected by numerous factors. Reportedly, the target lesion was highly calcified, which could have contributed to the difficulties experienced. Although there was no damage reported to the stent during the procedure, the sds was returned with the stent implant stationary on the balloon with three bent struts at the distal end. It is possible that the distal struts bent during the attempts to advance across the lesion, or after the procedure, as the product was handled for return to abbott vascular for analysis. The returned product had a separation in the hypotube and jacket material, as reported, 5 cm distal to the strain relief tubing. The hypotube fracture face was ovalled, suggesting that it had been kinked prior to separating. It was reported that the hypotube separation occurred during the attempts to advance across the target lesion, and that force was used during insertion and torquing of the product. The product instructions for use states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit." Further, it states: "failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." In this case, it appears that the hypotube separation was likely the result of handling during the procedure, and thus the operational context of the product. A review of the product lot history records did not reveal any non-concordances which could have contributed to the difficulties experienced. As the reported difficulties appear to be related to the operational context of the product. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.